Event description:
It was reported when the 8x150mm absolute pro self expanding stent system (sess) was removed from the packaging, the handle was noted to have the 5x150mm size printed on the handle. The sess was not used in the procedure. Another 8x150mm absolute pro sess was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported device markings / labeling problem was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar incidents from this lot. The investigation determined the reported/noted device markings / labeling problem appears to be a potential product quality issue. Based on this evaluation, a potential product quality issue was identified; therefore, manufacturing will be notified to further evaluate the issue. Exception issue was initiated to evaluate the reported/noted device markings / labeling problem.